Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 82 mg/dl. The customer was advised to clear the alarm and disconnect from the insulin pump. The customer was advised to disconnect and reconnect the tubing and reservoir and to replace the plunger and manually push the insulin though. The customer reported that insulin did exit and the insulin pump did not alarm for no delivery. The customer was advised to change the entire infusion set and the customer received another no delivery alarm. The customer was advised to return the infusion set and reservoir for analysis.